Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings: a review of the pump black box data revealed occlusion alarms due to an unidentified high force. An occlusion alarm was not duplicated during testing. The force sensor calibration reading was within specifications. The pump case was removed and no evidence of moisture ingress was found. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the pump frequently emitted occlusion alarms. The cartridge and infusion set were changed, however the occlusion alarms recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.